Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that there were pauses in pacing every one hour and 30 seconds.

Event description:
It was reported that within 24 hours of implant, the telemetry strips showed the device had occasional skipped ventricular paces. It was seen that following an atrial sense there would be a single missed ventricular paced beat and then again in 1 hour and 30 seconds later the same thing would occur. The ventricular sensitivity for the device was reprogrammed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.